Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient was cleaning and started to experience dka symptoms. The patient self-treated with 3 hour short term insulin and took some gatorade because she was feeling nauseous. The patient continued to be nauseous and vomiting so she asked her mother to take her to the hospital. The patient was taken to the ER and there they took a bg reading which was around 700 mg/dl and the cgm reading was 386 mg/dl. There they treated the patient with magnesium fluid and insulin IV and checked the ketones in urine. On (B)(6) 2024, the patient was admitted to the ICU as her bg was still over 600 mg/dl and the cgm reading was 380 mg/dl. The patient was admitted for 3 days. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.